Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticm5_12.6, -11.5/+3.0/83 (sphere/cylinder/axis), implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was removed on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a micro centrifuge vial with residue on lens. Visual inspection found no visible damage and residue on lens. (B)(4)